Event description:
Hospital reported the incident occurred on channel b. Heparin bag hung at 3:30 a.m., and rate was set at 14.8 ml/hr. The nurse stated there was no alarm indicating a problem. She removed the instrument and replaced with an operable one.